Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that the doctor was performing a robotic prostatectomy and placed the stapler, with blue reload, no buttressing material, across the dorsal vein complex and the stapler was difficult to close. The first assist backed off and put less tissue in the jaws, was still difficult to close but was able to close the jaws of the stapler. The doctor waited thirty seconds, attempted to fire the stapler and the stapler was difficult to fire. The doctor indicated the firing mechanism felt like it went only half way. After firing, the stapler wouldn't release. The sales rep was present for the procedure and talked the doctor through forcing the firing trigger and closing trigger, allowing the stapler to be removed from tissue. After removing the stapler, the doctor could see malformed staples. The doctor used a powered 60mm stapler with a blue reload to complete the procedure. The doctor remarked the tissue was extra thick. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t5dr5r. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.